Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (unknown concentration or dose) via implantable infusion pump. It was reported that during a routine refill, they found fluid in the back. The fluid was tested and was determined to be cerebrospinal fluid (csf). The factors that may have led or contributed to the issue were unknown. The physician opened the wound and no csf leakage was observed. The physician decided to replace the spinal segment and analyze for leaks. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6)2021. Product type catheter. The catheter was analyzed and no significant anomalies were identified. If information is provided in the future, a supplemental report will be issued.